Manufacturer narrative:
(B) (4).

Event description:
A flipped pump was reported at the time of the pt's first refill and confirmed with x-ray imaging. The pt is scheduled for a revision. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.